Event description:
The customer reported that the jaws could not be opened while on tissue. The tissue adjacent to the jaws was cut with surgical scissors in order to remove the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.